Event description:
The original surgery for the implantation occurred on (B)(6) 2017. The locking screw was shown as fractured within the x-ray. The bone was not fused. The malunion is an inherent risk of surgery. The revision surgery occurred on (B)(6) 2018.